Manufacturer narrative:
Additional clarification received on (B)(4) 2014 stated that the needle used was from braun, the "perican" model. (B)(4).

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The reported lot number was reported as 15984699m. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during this procedure, the right ventricle map was done with success. They left the navistar thermocool catheter in the right atrium and prepared for the epicardial puncture. They injected contrast to verify they were in the right site to perform the puncture. After the puncture, suddenly the patient's blood pressure went down. They removed the catheter from the right atrium and the diagnostic quad (from the competitors) from the right ventricle. As the patient suffered from a tamponade caused during the puncture process, they extracted all the blood inside the epicardial but the patient status was the same. They started the cardio-pulmonary reanimation maneuvers. They could not make the blood pressure go up and called the surgeons to access the patient's heart directly. Even with their help, they could not do anything else for the patient. The outcome was death. The product used to perform the puncture is not a biosense webster, inc. Product. Additional clarification was requested however, no additional information has been received.